Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has just received the pump and the wake button does not function. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Customer has not began using the pump for insulin therapy yet. Reportedly, customer is still using previous pump for insulin therapy.